Event description:
A cine was received and reviewed by abbott vascular clinical and the following was noted: the area treated was a significant lesion in the proximal left anterior descending artery (lad).

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part/lot numbers were not provided. A cine of the procedure was received and reviewed by an abbott clinical specialist. Based on the cine review, it appeared that the balloon and stent were fully expanded. The reference vessel proximal to the lesion appears larger than the stent diameter. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience pro is currently not commercially available in the us. The product code listed and the PMA# listed is based on the predicate device (xience v) and is therefore similar to a device sold in the us.

Event description:
It was reported that the xience pro stent did not open properly during deployment, particularly in the center of the stent. Despite post-dilatation with a non-compliant balloon, the xience pro stent was still noted to be inadequately deployed. There was no adverse patient sequela. No additional information was provided.